Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2020 from multi system organ failure. The rvad was removed a few hours before the heartmate 3 was turned off. It was the family's decision to turn off the pump and it will not be returned.

Event description:
The patient passed away on (B)(6) 2020, not on (B)(6) 2020.

Manufacturer narrative:
Section b2, b5: correction. Manufacturer's investigation conclusion: a specific cause for the reported patient outcome and multi-system organ failure could not be conclusively determined through this evaluation, and a direct correlation with heartmate 3 lvas, serial number (B)(6), could not be conclusively established. Additional information regarding the rvad was requested; however, the account stated that they were unable to obtain this information. The heartmate 3 lvas IFU lists various types of organ dysfunctions and failures as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU is currently available. Section 1 of this document lists death as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. In addition, this IFU also lists multiple types of organ failures and dysfunctions (hepatic dysfunction, renal dysfunction, respiratory failure and right heart failure) as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.